Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The physician stated that the device was unintentionally damaged by a needle puncture at the surgical site due to blood thinner use, resulting in balloon fluid loss and inability to activate the aus. All components were explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).